Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with the (B)(4) search). The keypad was replaced. Baxter had initiated a CAPA to further investigation the reported issue.

Event description:
It was reported that a spectrum pump's keypad was malfunctioning. The customer stated "keys activate twice." It was also reported that there was no pt injury.